Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2015-product analysis: the device was returned and evaluated by product analysis on 06/23/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple occlusion alarms- on 04/17/2015 at 19:45 the pump alarmed for an occlusion alarm; deliveries resumed at 19:54. On 04/14/2015 the pump alarmed for a replace cartridge alarm at 10:07; deliveries resumed at 11:04. The total daily dose history correlates appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was 540 mg/dl with extreme drowsiness and extreme thirst. It was reported the patient experienced frequent occlusion issues. Animas customer technical service determined change in stress level and pain level contributed to the alleged hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history was appropriate for the programmed basal rates; the bolus history recorded was accurate as programmed; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was unable to be determined if the patient was using the infusion set per the instructions for use. This complaint is being reported because the alleged hyperglycemia was attributed to an alleged pump malfunction.